Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptable power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and a self-reboot. There is no report of a patient injury or death associated with this event.